Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to poly wear.

Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was confirmed through medical review. Device evaluation and results: not performed as no product was returned for evaluation. The medical review indicated end of normal service life condition for an omnifit series-I liner with a low normal wear rate given patient age and implantation conditions required revision with exchange. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. The medical review indicated end of normal service life condition for an omnifit series-I liner with a low normal wear rate given patient age and implantation conditions required revision with exchange. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to poly wear.